Manufacturer narrative:
Qc was within specifications before the event. Reaction monitor was normal before the event. Lab tech noticed unusual flags from the instrument. Customer found a plug in one of the aspirators of the wash nozzle which was cleaned by the customer. They dried the flood from the inner wheel and underneath the cuvette wheel. They sonicated all cuvettes on the inner wheel. The lab performed testing, and then ran qc. Bci service was not dispatched for this event. Root cause of this event is cuvette wheel overflow due to clogged wash nozzle aspirator.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high glucose and inorganic phosphorous results generated by the au2700 clinical chemistry analyzer for one patient. The results were reported out of the lab. The lab re-tested the original specimen and obtained lower results for both analytes. It is unknown if patient treatment was affected in connection with this event.